Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor, was confirmed. It was found that the motor was mechanically defective and that the resistance values of the keypad of the hand control set were out of tolerance. Further, the motor was found to be rusty and noisy during operation. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer and the noisy operation. The mechanical damage to the cable would have been a result of user mishandling of the device, however, given the information provided, we cannot determine a definitive root cause for the same, along with that of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/20/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that the micro tornado hp w hand control doesn¿t turn and has a jammed motor. The procedure was completed with a replacement device and no surgical delay or impact on the patient was reported.